Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.

Event description:
A surgeon reported observing a "fine deposit" developing in the intraocular lens following intraocular lens implant surgery. A lens exchange was performed about three weeks following the initial observation and the patient has had a good outcome.